Event description:
The customer reported that the system locked up and that all lights came on. A reboot cleared he lockup.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the problem. He replaced the fluoro function board. The system functions properly.